Manufacturer narrative:
Concomitant product(s): dvbb1d1 ICD, implanted: (B)(6)2016. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6)2017, svc coil impedance spiked to 254 ohms up from a trend that had been in the 36-44 ohms range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts triggered for superior vena cava (svc) and high voltage b (hvb) high impedance. Intervention will be planned in the future. The right ventricular (rv) and left ventricular (lv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.